Event description:
During an initial assessment of a homechoice device, a baxter technician identified a 2240 alarm (indicating air has entered the cassette). This alarm was identified during a review of the device alarm logs; there was no report for this alarm called in by the customer. The system error (se) 2240 was identified in patient logs with occurrence date (B)(6) 2010 during initial drain.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the disposable was not requested for evaluation and a batch review will not be conducted. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A system error 2240 was identified during a review of a returned hc occurred on (B)(4) 2010 during initial drain; there was no report by the customer. Not enough data is available within the complaint to identify root cause; therefore, the cause of the complaint was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).